Event description:
It was reported that the device was used during a laparoscopic colon procedure, stopped working and the shear fell in to the pt abdominal area and was not recovered. Case changed because tip fell into pt abdominal area and was not locateable by an x-ray, case delayed for approximately 1 hour.